Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event and that their receiver displayed ??? For a couple of hours that occurred on (B)(6) 2015. The patient was at work, felt dizzy and passed out. Her co-workers called emergency services and gave her glucose gel that she keeps on her. She was awake when the paramedics arrived. They took her blood glucose (bg) and it was 102. The paramedics took her to the emergency room (ER), performed another bg and she believes it was in the 80's. She was released from the ER shortly after. Patient reported that she did not recall what the readings on her continuous glucose monitoring system were before or after the incident. Patient also stated that she is not diabetic, but has hypoglycemia issues. The patient is in good condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).